Event description:
Patient left the floor to meet son who was waiting for her for discharge. The chair alarm did not go off to notify staff she was getting up. Alarm pad was found in chair where she was last seen and the alarm was properly plugged in. Team leader was informed and also witnessed to alarm set up properly.